Event description:
The customer reported that a propofol infusion which was programmed to infuse at 20mcg over an unspecified period of time had unexpectedly infused 80ml within 40 minutes. A few minutes later, the patient became hypotensive; neosynephrine was started and the patient's blood pressure responded within minutes. There was no report of lasting harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a propofol infusion which was programmed to infuse at 20mcg over an unspecified period of time had unexpectedly infused 80ml within 40 minutes. A few minutes later, the patient became hypotensive; neosynephrine was started and the patient's blood pressure responded within minutes. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection showed the membrane frame's top plastic rivet was incorrectly installed underneath the membrane frame. Review of the pcu event log shows that the pump module was programmed at 5:07 am on (B)(6) 2018 for propofol 1000mg/100ml to infuse at 15.7ml/hr with a vtbi of 20ml. At 5:43 am the user changed the dose to 20mcg/kg/min, which made the rate 10.4ml/hr. During the infusion the device alarmed several times including for air in line, flo stop open, and check IV set. At 6:57 am, the user channeled the device off. The volume recorded as being infused during this period was 11.193ml. Functional testing resulted in the device over infusing. The membrane frame was removed and the top plastic rivet was removed and correctly installed on top of the membrane frame. The rate accuracy test was repeated and the device was then infusing within specification. The root cause of the overinfusion was an incorrectly installed membrane frame rivet.

Event description:
The customer reported that a propofol infusion which was programmed to infuse at 20mcg over an unspecified period of time had unexpectedly infused 80ml within 40 minutes. A few minutes later, the patient became hypotensive; neosynephrine was started and the patient's blood pressure responded within minutes. There was no report of lasting harm.